Manufacturer narrative:
(B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Therapy date. Date of implant is unknown. Devices were explanted on (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed for a dynamic hip screw construct (dhs) on (B)(6) 2016 due to hardware breakage and non-union. The dhs construct consisting of a 4-hole plate at the proximal femur, one lag screw, and four cortex screws, was explanted. The plate had broken in a transverse plane at a cortex screw junction; all other hardware was removed intact and with no alleged malfunction. The initial implant date is unknown. It was unknown when or how the hardware breakage and non-union were determined. No fragments were observed as a result of the plate breakage. The revision surgery was completed successfully as planned with no patient harm and no surgical delay. The patient was revised to a 95 degree blade plate. This is report 1 of 1 for (B)(4).